Event description:
It was reported that (1) device was used during an auxillary node resection. It was reported by the rep that clips on the tim20 did not fire out correctly. They spit to the side. The case was completed by using another tim20 instrument. There was no consequences to the patient.